Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit the hospital staff was having issues with the ECG, the staff changed ECG pads, and ECG cables without success. Stated that the ECG waveform is erratic and that the pump continuously moves to the pressure trigger where it then displays "irregular pressure trigger". At this time patient well being is unknown.

Event description:
N/a.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the cardiosave intra-aortic balloon pump (iabp) unit involved in this event. A getinge service territory manager (stm) has conversed with the customer and advised that to try semi auto and to change the leads. The customer switched several leads before seeing the correct heart rate displayed. The customer stated that the unit is now working most of the time but continues to display the wrong rate. It was also advised for the customer to move the ECG pads again but this time to try and place the leads closer to the heart and to add a small bit of doppler gel to the pad and to try another unit if the issue doesn't improve. The customer decided that they would try the pads again. Additional information was received which states that the customer didn't request service but the unit has been repaired and cleared for clinical use. H3 other text : not returned to manufacturer